Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had initially had a fall on ice, and that her he althcare provider (hcp) office is watching it. The hcp did an xray and they are waiting to see if she will need surgery to reposition the device because she just had it implanted and they are being cautious. The patient reported that she was in her kitchen and she just had an accident and was in a lot of pain. The patient stated that the implantable neurostimulator (ins) is sticking out enough up and out, so the edge of her counter caught the end of her implantable neurostimulator (ins). She moved it up to leave, and it¿s like someone is pulling the device away from her. The patient reported that she had sudden pain, it shocked her, she fell down and lost all muscle control, intense pain, like she got her elbow hit. The patient stated that she tried to use her patient programmer (pp) to check if implant was on, but the pp would not power on. The patient reported that she did not have batteries at home but would get some. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the programmer now powers on with a battery replacement. It was also reported that to resolve the issues they ¿increased programmer to a 1,¿ but they had a couple major fecal incontinence accidents since. It was also stated that they wear a bandage over the area, and per their healthcare provider, a possible surgery to reinforce the ins device may be necessary, moving forward with caution. It was noted that the issues were not yet resolved. They are still feeling pain, discomfort, and pulling. The device had shifted, moved, and is poking out, and they are still having some fecal incontinence accidents. No further patient complications were reported.

Manufacturer narrative:
Patient weight was updated. Device code: (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had notified their surgeon and nurse about the implant moving, being pushed out, and poking out. The patient reported that the first step taken to resolve this issue was an x-ray and a doctors visit at the patient's local clinic. The second step was the conservative approach; ice and tylenol for the pain, and to wear tight panties per instruction of the doctor. The patient stated that the x-ray and radiologist report was that the lead wire was still intact. There was no dislocation or fluid around the implant. Patient weight was updated. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient wanted to schedule a revision without being seen first. The patient was advised that they would need to be seen at the clinic to be evaluated. It was noted that the patient did not respond to the hcp¿s last voice mail on april 25, 2018. The hcp was going to attempt to contact the patient again regarding the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that in (B)(6) 2018 the patient fell down on ice and hit their butt where the ins is located. It was stated that their implant is on the right side of their low back and it appears to be ¿jolted¿ or ¿moved.¿ they noticed that the ins was pushed out and poking out and it hurts. This was described as throbbing pain, and it feels like a bruise, but there is no bruise outside. It was noted that they used their programmer (pp) to check the therapy status and therapy is working. It was stated that the therapy is doing what it is supposed to be doing, but it moved. It was recommended that they follow up with their healthcare provider. No further patient complications were reported.